Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker was unable to be interrogated through conductive telemetry. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was confirmed. The device was unable to establish telemetry and no output was noted upon receipt. Analysis after the device was cut open revealed battery voltage was above elective replacement indicator (eri) level, which should have been capable to support telemetry. Additional testing performed on the hybrid indicated a metal migration anomaly causing a short.